Event description:
A (B)(6) male patient called zoll customer support to report that one of his battery packs wasn't holding a charge. The patient was issued a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. The reported problem (won't hold a charge) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to a defective bq2040 battery chip. The root cause for the blown battery chip could not be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery.